Event description:
During preparation for use, it was noticed that there was a speck of dust inside the advanced cement mixing bowl package. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Product was discarded at the user facility.